Event description:
Event verbatim [preferred term] her back was hurting, burning/ blister on her back/it's getting bigger and getting more reddish [burns second degree] , the patient used the product for probably may be 12-15 hours/the patient read the usage instructions on thermacare before using the product [intentional device use issue] , she wore it at night she got up in morning/ the patient read the usage instructions on thermacare before using the product [intentional device misuse] , . Case narrative: this is a spontaneous report from a contactable consumer reporting for his wife. A (B)(6) female patient started to receive thermacare heatwrap (thermacare lower back & hip) lot # t81951 (B)(6), expiration date dec2020, ndc number: (B)(4), via an unspecified route of administration from (B)(6) 2018 for back pain therapy/back was hurting. Medical history included thyroid disorder and cholesterol abnormal, she go once a year for checkup. Concomitant medication included levothyroxine 0.75mg tablet orally at 0.75 mg every morning for thyroid and unspecified thyroid medicine. Reporter stated his wife back was hurting and he bought thermacare on (B)(6) 2018 that was a back pain advanced therapy (it was on a shelf). It says on a 16 hours its relief. On (B)(6) 2019 (next day) when they opened the belt to see her back was hurting, burning then he look at and took a picture, a huge inch and a half have already blister on her back. It was both sides, the one side it was not obvious but one side it was like size of quarter. He showed her back to the pharmacist and she said oh my god and she gave them hydrocortisone relief gel 1% to put it in on (B)(6) 2018 but after putting it, it's getting bigger and getting more reddish. Reporter stated, "pharmacist said use it 3-4 times a day and she night before last night when we got it she got 3-4 times a day I mean yesterday". It was just that quarter side was, in her back was the blister on her back and today ((B)(6) 2018) when he noticed it became the more red but it was there. The patient denied having the following conditions: diabetes, poor circulation, heart disease, difficulty feeling heat, rheumatoid arthritis. The patient skin tone was classified as white. The patient did not have sensitive skin or any abnormal skin conditions (eg: atopic dermatitis, eczema). The color of the box purchased was red. The patient has not previously used thermacare or other heat products for pain relief (electric heating pad). While the patient was wearing thermacare, she was just wearing regular clothes when she had to sleep. She did not engage in exercise while using the product. She had a lot of pain and get back. She was just lied down on the bed. Regarding the question did she check your skin under the product while wearing thermacare? The reporter answered "she had a cream and she put that one on and she put her clothes on and she lied down". The patient read the usage instructions on thermacare before using the product reporter stated, "yes well I read it for her. The patient used the product for probably may be 12-15 hours, 12 I think 16 hours. She wore it at night she got up in morning and she felt this burning, she took it off". She did not consult a healthcare professional for the problems. They went to pharmacy and showed it to pharmacist. The pharmacist says yes sometimes it happens, too sometimes it is going to blister that's what you said". The action taken for the product and events outcome was unknown. Company clinical evaluation comment: based on the information provided, the events of "burn blisters" "intentional device use issue" "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn blisters" "intentional device use issue" "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] her back was hurting, burning/ blister on her back/it's getting bigger and getting more reddish/ burned [burns second degree] , the patient used the product for probably may be 12-15 hours/the patient read the usage instructions on thermacare before using the product [intentional device use issue] , she wore it at night she got up in morning/ the patient read the usage instructions on thermacare before using the product [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for his wife. A 59-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip) lot # t81951 01/27, expiration date dec2020, ndc number: 30573 3010 02 0, via an unspecified route of administration from 21sep2018 for back pain therapy/back was hurting. Medical history included thyroid disorder and cholesterol abnormal, she went once a year for checkup. Concomitant medications included levothyroxine 0.75mg tablet orally at 0.75 mg every morning for thyroid and unspecified thyroid medicine. Reporter stated his wife back was hurting and he bought thermacare on 21sep2018 that was a back pain advanced therapy (it was on a shelf). It says on a 16 hours its relief. On 22sep2019 (next day) when they opened the belt to see her back was hurting, burning then he look at and took a picture, a huge inch and a half have already blister on her back. It was both sides, the one side it was not obvious but one side it was like size of quarter. He showed her back to the pharmacist and she said oh my god and she gave them hydrocortisone relief gel 1% to put it in on 23sep2018 but after putting it, it's getting bigger and getting more reddish. Reporter stated, "pharmacist said use it 3-4 times a day and she night before last night when we got it she got 3-4 times a day I mean yesterday." It was just that quarter side was, in her back was the blister on her back and today (25sep2018) when he noticed it became the more red but it was there. The patient denied having the following conditions: diabetes, poor circulation, heart disease, difficulty feeling heat, rheumatoid arthritis. The patient skin tone was classified as white. The patient did not have sensitive skin or any abnormal skin conditions (eg: atopic dermatitis, eczema). The color of the box purchased was red. The patient has not previously used thermacare or other heat products for pain relief (electric heating pad). While the patient was wearing thermacare, she was just wearing regular clothes when she had to sleep. She did not engage in exercise while using the product. She had a lot of pain and get back. She was just lied down on the bed. Regarding the question 'did she check your skin under the product while wearing thermacare?', the reporter answered "she had a cream and she put that one on and she put her clothes on and she lied down." The patient read the usage instructions on thermacare before using the product. Reporter stated, "yes well I read it for her. The patient used the product for probably may be 12-15 hours, 12 I think 16 hours. She wore it at night she got up in morning and she felt this burning, she took it off." She did not consult a healthcare professional for the problems. They went to pharmacy and showed it to pharmacist. The pharmacist says "yes sometimes it happens, too sometimes it is going to blister that's what you said." On follow up on 04dec2018, the reporter said thermacare heatwraps burned his wife. It left a big huge mark on her back. The action taken for the product and events outcome was unknown. According to product quality complaint group, investigation summary: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria per spec-29710, effective date: 13dec2017. Consumer reports his wife wore the wrap and "her back was hurting, burning ". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when wearing the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. The investigation was reopened to add the return sample evaluation results, no other changes were made to the investigation. Sample status: received - site.follow-up (16nov2018): new information received from product quality complaint group includes investigation results.follow-up (04dec2018): new information received from product quality complaint includes: more events detail.company clinical evaluation commentbased on the information provided, the events of "burn blisters", "intentional device use issue" "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of "intentional device use issue" and "intentional device misuse" which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "burn blisters", "intentional device use issue" "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of "intentional device use issue" and "intentional device misuse" which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria per spec-29710, effective date: 13dec2017. Consumer reports his wife wore the wrap and "her back was hurting, burning ". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when wearing the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. The investigation was reopened to add the return sample evaluation results, no other changes were made to the investigation. Sample status: received - site.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria per (B)(4), effective date: 13dec2017. Consumer reports his wife wore the wrap and "her back was hurting, burning ". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when wearing the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. The investigation was reopened to add the return sample evaluation results, no other changes were made to the investigation. Sample status: received - site.

Event description:
Event verbatim [preferred term] her back was hurting, burning/ blister on her back/it's getting bigger and getting more reddish [burns second degree] , the patient used the product for probably may be 12-15 hours/the patient read the usage instructions on thermacare before using the product [intentional device use issue], she wore it at night she got up in morning/ the patient read the usage instructions on thermacare before using the product [intentional device misuse]. This is a spontaneous report from a contactable consumer reporting for his wife. A (B)(6) year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip) lot # t81951 01/27, expiration date dec2020, ndc number: (B)(4), via an unspecified route of administration from 21sep2018 for back pain therapy/back was hurting. Medical history included thyroid disorder and cholesterol abnormal, she go once a year for checkup. Concomitant medication included levothyroxine 0.75mg tablet orally at 0.75 mg every morning for thyroid and unspecified thyroid medicine. Reporter stated his wife back was hurting and he bought thermacare on (B)(6) 2018 that was a back pain advanced therapy (it was on a shelf). It says on a 16 hours its relief. On (B)(6) 2019 (next day) when they opened the belt to see her back was hurting, burning then he look at and took a picture, a huge inch and a half have already blister on her back. It was both sides, the one side it was not obvious but one side it was like size of quarter. He showed her back to the pharmacist and she said oh my god and she gave them hydrocortisone relief gel 1% to put it in on (B)(6) 2018 but after putting it, it's getting bigger and getting more reddish. Reporter stated, "pharmacist said use it 3-4 times a day and she night before last night when we got it she got 3-4 times a day I mean yesterday." It was just that quarter side was, in her back was the blister on her back and today ((B)(6) 2018) when he noticed it became the more red but it was there. The patient denied having the following conditions: diabetes, poor circulation, heart disease, difficulty feeling heat, rheumatoid arthritis. The patient skin tone was classified as white. The patient did not have sensitive skin or any abnormal skin conditions (eg: atopic dermatitis, eczema). The color of the box purchased was red. The patient has not previously used thermacare or other heat products for pain relief (electric heating pad). While the patient was wearing thermacare, she was just wearing regular clothes when she had to sleep. She did not engage in exercise while using the product. She had a lot of pain and get back. She was just lied down on the bed. Regarding the question did she check your skin under the product while wearing thermacare? The reporter answered "she had a cream and she put that one on and she put her clothes on and she lied down." The patient read the usage instructions on thermacare before using the product reporter stated, "yes well I read it for her. The patient used the product for probably may be 12-15 hours, 12 I think 16 hours. She wore it at night she got up in morning and she felt this burning, she took it off." She did not consult a healthcare professional for the problems. They went to pharmacy and showed it to pharmacist. The pharmacist says yes sometimes it happens, too sometimes it is going to blister that's what you said." The action taken for the product and events outcome was unknown. According to product quality complaint group, investigation summary: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria per (B)(4), effective date: 13dec2017. Consumer reports his wife wore the wrap and "her back was hurting, burning ". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when wearing the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. The investigation was reopened to add the return sample evaluation results, no other changes were made to the investigation. Sample status: received - site. Follow-up (16nov2018): new information received from product quality complaint group includes investigation results. Company clinical evaluation comment: based on the information provided, the events of "burn blisters", "intentional device use issue" "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of "intentional device use issue" and "intentional device misuse" which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "burn blisters", "intentional device use issue" "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of "intentional device use issue" and "intentional device misuse" which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria per spec-29710, effective date: 13dec2017. Consumer reports his wife wore the wrap and "her back was hurting, burning ". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when wearing the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. The investigation was reopened to add the return sample evaluation results, no other changes were made to the investigation. Sample status: received - site.

Event description:
Event verbatim [preferred term] her back was hurting, burning/ blister on her back/it's getting bigger and getting more reddish/ burned [burns second degree] , the patient used the product for probably may be 12-15 hours/the patient read the usage instructions on thermacare before using the product [intentional device use issue] , she wore it at night she got up in morning/ the patient read the usage instructions on thermacare before using the product [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for his wife. A (B)(6) female patient started to receive thermacare heatwrap (thermacare lower back & hip) lot # t81951 01/27, expiration date dec2020, ndc number: (B)(4), via an unspecified route of administration from (B)(6) 2018 for back pain therapy/back was hurting. Medical history included thyroid disorder and cholesterol abnormal, she went once a year for checkup. Concomitant medications included levothyroxine 0.75mg tablet orally at 0.75 mg every morning for thyroid and unspecified thyroid medicine. Reporter stated his wife back was hurting and he bought thermacare on (B)(6) 2018 that was a back pain advanced therapy (it was on a shelf). It says on a 16 hours its relief. On (B)(6) 2018 (next day) when they opened the belt to see her back was hurting, burning then he look at and took a picture, a huge inch and a half have already blister on her back. It was both sides, the one side it was not obvious but one side it was like size of quarter. He showed her back to the pharmacist and she said oh my god and she gave them hydrocortisone relief gel 1% to put it in on (B)(6) 2018 but after putting it, it's getting bigger and getting more reddish. Reporter stated, "pharmacist said use it 3-4 times a day and she night before last night when we got it she got 3-4 times a day I mean yesterday." It was just that quarter side was, in her back was the blister on her back and today ((B)(6) 2018) when he noticed it became the more red but it was there. The patient denied having the following conditions: diabetes, poor circulation, heart disease, difficulty feeling heat, rheumatoid arthritis. The patient skin tone was classified as white. The patient did not have sensitive skin or any abnormal skin conditions (eg: atopic dermatitis, eczema). The color of the box purchased was red. The patient has not previously used thermacare or other heat products for pain relief (electric heating pad). While the patient was wearing thermacare, she was just wearing regular clothes when she had to sleep. She did not engage in exercise while using the product. She had a lot of pain and get back. She was just lied down on the bed. Regarding the question 'did she check your skin under the product while wearing thermacare?', the reporter answered "she had a cream and she put that one on and she put her clothes on and she lied down." The patient read the usage instructions on thermacare before using the product. Reporter stated, "yes well I read it for her. The patient used the product for probably may be 12-15 hours, 12 I think 16 hours. She wore it at night she got up in morning and she felt this burning, she took it off." She did not consult a healthcare professional for the problems. They went to pharmacy and showed it to pharmacist. The pharmacist says "yes sometimes it happens, too sometimes it is going to blister that's what you said." On follow up on (B)(6) 2018, the reporter said thermacare heatwraps burned his wife. It left a big huge mark on her back. The action taken for the product and events outcome was unknown. According to product quality complaint group, investigation summary: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria per spec-29710, effective date: 13dec2017. Consumer reports his wife wore the wrap and "her back was hurting, burning ". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when wearing the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. The investigation was reopened to add the return sample evaluation results, no other changes were made to the investigation. Sample status: received - site. Follow-up (16nov2018): new information received from product quality complaint group includes investigation results. Follow-up (04dec2018): new information received from product quality complaint includes: more events detail. Amendment: this follow-up report is being submitted to amend previously reported information: the onset date of event burn blister was updated from (B)(6) 2019 to (B)(6) 2018 in narrative. Company clinical evaluation comment based on the information provided, the events of "burn blisters", "intentional device use issue" "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of "intentional device use issue" and "intentional device misuse" which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "burn blisters", "intentional device use issue" "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of "intentional device use issue" and "intentional device misuse" which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.